Event description:
Surgeon attempting to pull jackson pratt drain in 1999- suture to drain cut and with minimal pull, felt like drain was being held-on 2nd pull with same force, drain broke at connection to tubing leaving part of the drain in the incision. Pt returned to or in 1999 for uneventful removal of retained drain portion.